Event description:
It is reported on (B)(6)-2012 that the patient was dissatisfied with the outcome and asked that the lens be removed and replaced with a different diopter. The customer reported that the surgery was scheduled at that time. On (B)(6)-2012 the customer was contacted to confirm that the surgery had been performed and confirmed that the lens was explanted on (B)(6)-2012 and replaced with a lens of a different diopter.

Manufacturer narrative:
Evaluation: the iol was received cut in pieces across the optic. This condition precluded being able to measure the diopter. Visual examination of the lens pieces found no optical deviations with the optic parts. Dioptric measurement records from this particular lens was verified and showed to be within specifications. This is in compliance with the labeled dioptric power of 21.5 for this lot number and as this lens was labeled. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted. (B)(4)

Manufacturer narrative:
(B)(4). The lens was received at abbott medical optics (amo) in (B)(4) and has been shipped to the manufacturing site in (B)(4) for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications.all pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.